Event description:
Journal reference: ellis tm, foote kd, fernandez hh, et al. Reoperation for suboptimal outcomes after deep brain stimulation surgery. Neurosurgery. 2008;63(4):754-761. To examine a case series of reoperations for deep brain stimulation (dbs) leads in which clinical scenarios revealed suboptimal outcome from a previous operation. Suboptimally placed dbs leads are one potential reason for unsatisfactory results after surgery for parkinson's disease (pd), essential tremor (et), or dystonia. Device manufacturer of the dbs products was not identified. Reportable event: cases of previous lead replacement caused by infection or hardware malfunction, total patients with 19 leads, out of total of 456 leads were identified but excluded from this study. See MFR report # 2182207200808506.